Manufacturer narrative:
A possible infusion site issue was also reported; however, this complaint is not addressed in this report. Infusion sets are required for the use of the remunity pump, but are not manufactured or distributed by millyard advanced medical products, llc, for use with the device. Efforts to obtain additional information relevant to the reported event, from cvs specialty pharmacy, are ongoing. At the time of this report, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 22-dec-2025 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc on 24-dec-2025. It was reported that the patient presented to the emergency room due to an unspecified remunity pump problem. It was also reported that the patient had possibly been without remodulin for up to 48 hours; however, the patient was asymptomatic. It was further reported that the patient would likely be admitted to the hospital and restarted on remodulin via intravenous therapy before being transitioned back onto their subcutaneous remunity pump.